Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted

Event description:
The customer stated that the volumes on this unit are unstable and the turbine is noisy. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the front and rear bearings failing.